Event description:
It was reported by service report that the pt fell from the side of the stretcher. Customer states possible linen sheet entrapment with side rail latch. It was confirmed that there was no stretcher failure and that the issue was user/human error. There was pt involvement and it is unk if there were adverse consequences to the pt caused by the fall.